Event description:
It was reported that mold was found in the tracheal cannula while it was being removed. The cannula was reusable and was reprocessed up to 10 times. Prior to insertion, the tracheal cannula had been cleaned and stored as instructed by the provider and in accordance with the user instructions. There were no harm or adverse events reported as a result of the event.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 1824231-2025-00013-00. The date of that submission was (12-feb-2025). One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition. However, the investigation could not identify a root cause for the observed particulates. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.